Event description:
It was reported that a non-union had occurred and broken screws needed to be removed. A 9-holes narrow plate and a total of seven 4.5 cortical screws were removed from the mid-shaft humerus. It was unknown how many screws were broken. The bone graft was added and the bone was re-plated. Patient involvement and all pieces were retrieved. No surgical delay. The procedure was completed successfully. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown quantity of screws/unknown lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): this report is for three to four unknown 4.5 cortical screws/unknown lots.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the screws were broken prior to the revision surgery. It was also reported that three or four of the seven screws were broken and the rest were intact. This report is for three to four unknown 4.5 cortical screws.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to new plate and screws.